Event description:
According to the reporter, intra-operatively of a right hemicolectomy, when reloading the open stapler after one successful application, the surgeon clamped the stapler down and went to fire. The surgeon realized that the black trigger assembly had come off and fell onto the floor. The surgeon was able to release the pressure on the bowel without causing damage to the bowel. A new device has been applied. There was a delay in the completion of the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the stapler revealed the thumb pusher was disengaged. It was reported that the pusher thumb piece disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not rotate the firing knob during firing. Rotating the knob during firing may cause damage and possible instrument malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a right hemicolectomy, when reloading the open stapler after one successful application, the surgeon clamped the stapler down and went to fire. The surgeon realized that the black trigger assembly had come off and fell onto the floor. The surgeon was able to release the pressure on the bowel without causing damage to the bowel. A new device has been applied. There was a delay in the completion of the procedure. There was no patient injury.